Manufacturer narrative:
The complaint was received via a voluntary medwatch (#(B)(4)) that is attached. The report was said to have not been submitted to the FDA. The report was sent to the manufacturer but was not sent to anyone specific. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. [(B)(4).pdf].

Event description:
As reported via a voluntary medwatch, during a percutaneous transluminal angioplasty (pta), post-dilation angiography revealed a satisfactory result. The 180 cm. Pgw .018 sv short guidewire was removed without difficulty. After removal, it was noted that the tip of the guidewire had broken and was retained at the level of the dorsalis pedis artery. An 0.18 cxi catheter was advanced to the level of the dorsalis over a new sv 5 wire. A 4mm micro-snare was used, and the retained wire was captured and retrieved completely. There was no reported adverse effect or patient injury. The patient was transferred to the recovery room in stable hemodynamic condition. The patient was discharged three (3) days after the procedure to home with home health care. The patient was admitted with lower left extremity (lle) critical limb ischemia secondary to multilevel peripheral arterial disease. The patient was taken for percutaneous access catheterization of the right common femoral artery using ultrasound guidance. Standard seldinger technique was used to place a guidewire to the level of l1. The catheter was used in combination with the stiff glide wire to select the left common iliac artery and into the left common femoral artery. The catheter was advanced to the level of the peroneal artery. Angiography confirmed placement of the catheter. The balloon was advanced over the wire with pressure applied.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of the right common femoral artery post-dilation angiography revealed a satisfactory result. The 180 cm pgw .018 sv short guidewire was removed without difficulty. After removal, it was noted that the tip of the guidewire had broken and was retained at the level of the dorsalis pedis artery. A 0.18 non-cordis catheter was advanced to the level of the dorsalis over a new sv 5 wire. A 4mm micro-snare was used, and the retained wire was captured and retrieved completely. There was no reported patient injury. The patient was transferred to the recovery room in stable hemodynamic condition. The patient was discharged three (3) days after the procedure to home with home health care. The patient was admitted with lower left extremity (lle) critical limb ischemia secondary to multilevel peripheral arterial disease. Standard seldinger technique was used to place a guidewire. The catheter was used in combination with the stiff glidewire to select the left common iliac artery and into the left common femoral artery. The catheter was advanced to the level of the peroneal artery. Angiography confirmed placement of the catheter. The balloon was advanced over the wire with pressure applied. No other information was reported. The device was not returned for analysis. Product history review could not be performed since the device lot number is unknown. The reported ¿distal tip-wires fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis and no procedural films were received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported event as these characteristics are known to cause damage to guidewires. Per the instructions for use, which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.¿